Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced hyperglycemia with blood glucose value of 550 mg/dl. Customer's wife stated that customer was in the hospital because of insulin pump and it was not delivering insulin. Doctor told them that insulin pump was not working. The device will not be returned for analysis.